Manufacturer narrative:
This ICD will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted. There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.

Event description:
---

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded (B)(4) capacitor that prematurely depleted the battery.